Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned when they lay on their bed they get a shocking sensation on their right and left leg. Patient commented that they can only lay on their back and the issue began since implant. Patient mentioned they get a shocking sensation when they are standing up as well. Agent asked and patient mentioned decreasing stimulation or changing groups has not helped resolve the issue. Agent asked and patient mentioned they fell about 3-4 weeks ago on their sister's steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.